Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a call service 064 alarm was observed in the pump alarm history. The pump powered on properly with no alarms. The rewind, load and prime steps performed successfully. The pump was exercised for 24 hours and no call service alarms were observed. Unrelated to the initial allegation, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.